Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system, energized and cauterized, and all ports recognized instruments. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to an electrical issue with the generator.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) energy was not available. Before the phone call, site had already used a third-party esu to continue with the procedure. The procedure was completing as planned with no reported injury.